Event description:
Per biotronik rep, this system was implanted for vvs/neurocardiogenic syncope. The pt requested the system's removal because he felt no benefit from it. This system was not replaced. This device was removed at a different time from the lead. The exact date of explant is unk, so therefore, we have no exact date of the event. Selox jt 45, MDR 1028232-2009-00356.